Event description:
Acct. Reports that the septum "exploded" when the nurse went to flush the injection site. States the injection site was attached directly to the IV catheter hub. States they use the "lifeshield" blunt cannula to access the injection site. No pt injury occurred.